Event description:
Patient reported right side "capsular contracture, seroma". Later, healthcare professional reported "pain, capsular contracture" and ¿large amount of seroma, front-to-back rotation¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, seroma".

Event description:
Patient reported right side "capsular contracture, seroma". Later, healthcare professional reported "pain, capsular contracture" and ¿large amount of seroma, front-to-back rotation¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is not related to the device. ¿ flipping: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Flipping: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "capsular contracture, seroma". Later, healthcare professional reported "pain, capsular contracture" and ¿large amount of seroma, front-to-back rotation¿. Device has been explanted.